Event description:
It was reported that customer experienced a high blood glucose level, with a highest reported level of 502 mg/dl. There was no report of adverse physical impact that required emergency assistance, and customer was not incapacitated due to blood glucose level. Customer gave a correction bolus via the pump, declined further troubleshooting support, and was advised by technical support to consult healthcare provider regarding factors affecting blood glucose, which customer acknowledged.